Event description:
Customer reported that the insulin pump kept alarming no delivery. Customer's blood glucose was 370 mg/dl. Alarm and possible causes were explained to the customer. Customer stated it has been occuring for a couple of weeks and it would go off during the middle of the night. Pt has tried different infusion sets. Insulin is not expired or denatured. Pt does rotate sites and avoids scar tissue. Customer stated he has not tried all remedies. Customer was advised to monitor the device. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.